Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a compromised force sensor system alarm. The customer's blood glucose reading was unknown. The customer stated that insulin squirted out during manual prime. The customer reported drive support cap to appear sticking out. The insulin pump was returned for analysis.

Manufacturer narrative:
Prime alarm during basic occlusion test due to loose/protruded drive support disk. Unable to perform occlusion test and excessive no delivery test due to loose drive support disk. Device received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.